Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired and would not open on the cystic duct. After a few minutes the device released and there was no tissue damage reported. After they removed the device from the tissue three clips fell into the patient but were retrieved with no patient affect. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.